Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive esc and act buttons due to corroded keypad traces. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot. No cracked screen noted.

Event description:
Customer reported a delayed response when pressing the buttons on the insulin pump. Customer also reported cracks on the screen of the insulin pump. Customer's current blood glucose reading is 96 mg/dl. No further information reported.